Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no death or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated feild: b4, e1 (initial reporter name, event site email), g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h4, h6, (type of investigation, investigation findings, investigation conclusions), h11. Corrected feild: b5. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the failure control performed on the device, the autofill failure alarm does not go off. While the device was connected to the patient, it was determined that blood had leaked into the device and the safety disk, purge valve, tubing blood were faulty. The faulty parts need to be replaced with new ones. In addition, since the device's 2500-hour maintenance kit time has come, the kit needs to be replaced. The device was not suitable for clinical use. Additional information received that, the hospital did not accept the price offer. They do not want to have the device made.

Event description:
It was reported during use on patient that, the cs300 intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no death or injury reported.